Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this product was inspected and a hole in the right ventricular (rv) lead seal plug was observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was attempted, but not implanted due to noise observed on the right ventricular (rv) channel resulting in oversensing and pacing inhibition for a period greater than two seconds. The physician tried disconnecting, then reconnecting the lead from the header, but noise was still observed. The physician elected to replace the device with a new one. No adverse patient effects were reported.